Event description:
I received what appears to be a serious chemical burn on the skin after removal of a dexcom g6 sensor left for the standard 10 day period. After almost two weeks the site has not fully healed. I have been using dexcom g6 sensors for about a year now with no adverse reaction, but according to dexcom the adhesive was changed in (B)(6) 2019 and this new adhesive is causing the burns. FDA safety report ID# (B)(4).